Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9938-11 wire cutter broke. This occurred during an orif ankle procedure on (B)(6) 2024 after placing a snap-off compression ft pin, the surgeon tried to clip the remaining implant with the pin cutter and the pin cutter broke.

Manufacturer narrative:
Additional information: g3, h3, h6 see attached vendor evaluation.